Manufacturer narrative:
Block d2b: product code - additional product code qon. Block c2/d10: model number/catalog number: 1201 serial number: (B)(6) batch/lot number: al1n341763 model/catalog description: tined lead unique identifier (UDI) #: (B)(4). Block g4: premarket / 510(k) # - additional premarket/510(k) p190006.

Event description:
It was reported that the patient with this implantable neurostimulator experienced several falls and the x-ray confirmed the neurostimulator and tined lead had moved. Therefore, both were removed. There were no other issues or complications reported.